Event description:
It was reported that during surgery the retractor did bent rather than elevated the bone. Delay of less than 30 minutes reported. The procedure was completed using a competitor device. There was no impact to the patient. The final outcome was successfully.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned single rikki retractor confirms the device is bent. This device was manufactured in 2018. This device exhibits signs of significant wear and usage. A material analysis was conducted and we were able to verify that the product met the size requirement for thickness and width however it did not meet the hardness specifications. A complaint history review found related failures; this failure mode will be trended by post market surveillance to assess for any necessary corrective actions. A review of the manufacturing records did not reveal any manufacturing abnormalities that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Probable causes that could contribute to the reported event, as reusable instruments are susceptible to damage from prolonged use and through misuse or rough handling. To avoid compromised performance or damage, it is recommended the device be inspected prior to and after each use and cleaning. Based on this investigation, corrective and preventive action is indicated to mitigate future recurrence of similar events. Should additional information be received, the complaint will be reopened.